Event description:
It was reported that during a rotational atherectomy procedure, the burr was stuck on a previously placed stent. The target lesion is located in the right coronary artery (rca). Patient had an unknown stent placed in the right coronary artery (rca) prior to this event. The physician advanced a 1.25mm rotalink burr to the lesion. Three ablation runs were performed at 169,165 and 170. Upon removal of the burr after the third run (in dynaglide mode), the burr lodged in the rca. The physician felt the burr was tangled in a previously placed stent. In an attempt to remove the burr from the patient, the physician cut the advancer off the burr and back loaded an unknown 5fr guide catheter over the burr. The guide catheter was deep seated in the rca and the physician tried to torque the burr loose but was unsuccessful. The procedure was not completed and the patient was sent to surgery for bypass. The burr was not removed from the patient and remains stuck in the rca. No further complications were reported and the patient status is fine.

Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).